Event description:
It was reported that the pacemaker dependent patient presented to the emergency room after a syncopal spell, and pauses were noted on the monitor. Ventricular autocapture was enabled at the time the pauses were noted. Unipolar pacing threshold was 4.5-5.0 v, and bipolar pacing threshold was 7.0 v. Isometrics and pocket manipulation did not reveal any lead noise. The ventricular lead was capped and replaced.

Manufacturer narrative:
Na